Event description:
It was recently reported that the pt had csf leak during the initial implant surgery which was controlled by packing the cochleostomy. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Spc test port found dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.